Manufacturer narrative:
Follow-up with the complainant has been conducted for the catalog number and lot number and this information is unavailable.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient has suffered from pain, discomfort, inflammation and large amounts of toxic cobalt chromium ions and particles to be released into the patient's blood, tissue and bone.

Manufacturer narrative:
Litigation alleges the patient has suffered from pain, discomfort, inflammation and large amounts of toxic cobalt chromium ions and particles to be released into the patient's blood, tissue and bone. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 09/06/2016 - pfs received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation.

Manufacturer narrative:
(B)(4).

Event description:
There were no new allegations reported. The unknown liner, head and stem were updated.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.